Event description:
It was reported that the user could not rotate the connector to remove the cartridge during a supply change on an ilet pump, despite attempting assisted turning with pliers and vice grips; the connector compressed but did not turn, and the user declined further troubleshooting. Symptoms included no reported adverse clinical effects. Outcomes included arrangement for device replacement and instructions provided for shutdown, data sync, continued cgm use, and return logistics. Investigation included remote triage and review of prior similar occurrence. Investigation of this case revealed a mechanical obstruction or binding at the connector that prevented normal removal of the cartridge, consistent with a connector assembly malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical failure of the connector component during use.